Event description:
It was reported during intra-aortic balloon(iab) therapy, a balloon rupture occurred. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h3, h6, h10 the product was returned with the membrane completely unfolded with blood on the exterior of the catheter. One catheter tubing kink was observed near the y-fitting at approximately 73.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported problem cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # 279258

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, a balloon rupture occurred. There was no reported injury to the patient.